Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect. Customer or trainer may have inadvertently entered the incorrect date when the pump was being set up. Customer corrected time. There was no reported impact to blood glucose.